Event description:
New information noted that the right ventricular lead was explanted and replaced on (B)(6) 2026. During the procedure, it was discovered that the right atrial lead dislodged. The ra lead was also explanted and replaced. The patient was in stable condition.